Event description:
Adverse event(s): "vision is weak in both far sight and for reading" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that his vision is "weak" in both far sight and for reading following intraocular lens (iol) implant surgery. The surgery was done in 2007. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).